Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record could not be checked because the device manufactured more than 15 years ago. Omsc presumed that communication with the processor became impossible because foreign material was temporarily attached to the connector.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, the image disappeared occasionally. There was no report of patient injury associated with the event. The event date was unknown.